Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 1, 2020, the handle for percutaneous threaded drill guide was stripped and would not thread into the drill guide while doing an in-service with staff at the hospital. There was no patient involvement. Concomitant devices reported: guides/sleeves/aiming: guide (part# unknown, lot# unknown, quantity#1). This report is for one (1) handle for percutaneous threaded drill guides this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the handle for percutaneous threaded drill guides (p/n: 03.120.022, lot #: 7742368) was returned and received at us cq. Upon visual inspection, the threads on the handle core component (p/n: 03.120.022.1) were stripped. No other issues were identified with the returned device. Functional test: a functional test was not performed since the device was returned by itself. However, the stripped threads could lead to the inability to assemble. The complaint condition was confirmed for the handle for percutaneous threaded drill guides (p/n: 03.120.022, lot #: 7742368). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.120.022. Lot: 7742368. Manufacturing site: hägendorf. Release to warehouse date: 03 feb 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.